Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient , the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed all testing successfully.. The device was recertified and returned to the customer. Review of the clinical file shows evidence that the no advised result was due to chest compressions being performed during the analysis. The AED plus operator?s guide states, "keep the patient as motionless as possible during the ECG analysis". Analysis of reports of this type has not identified an increase in trend.